Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac insufficiency.

Manufacturer narrative:
Device was returned for evaluation. Device was returned sixteen years after explant, and it was unable to establish telemetry upon receipt. Analysis revealed device battery voltage was at end of life (eol) due to normal usage. Analysis performed after replacing with new battery did not find any anomaly. Longevity assessment was performed, and device met the projected longevity and is considered normal battery depletion.